Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that segments were missing in the unit's position of the display - the complaint was confirmed. A root cause analysis will be preformed and if anything of substance results from this analysis it will be reported to the agency. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that her meter was not working. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call with future questions/concerns.